Event description:
Additional information: moderate risk for right ventricular failure (rvf) determined by physicians and surgeons upon review of pre-lvad hemodynamics and echocardiogram, therefore, rvad placement was planned with lvad placement.

Manufacturer narrative:
The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that patient was planned to undergo an rvad placement complicated by sternal wound infection, post-op bleeding and gram negative bacteria. It was unknown if the infection was device related. Patient had symptoms of hypotension and was on antibiotics.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported infection cannot be conclusively determined through this investigation. A specific cause for the reported bleeding cannot be conclusively determined through this investigation. A direct correlation between heartmate 3 lvas, serial number mlp-018202, and the reported right heart failure cannot be conclusively determined through this investigation. The controller event log file contained data spanning from 04nov2019 at 23:24:50 to 08nov2019 at 10:22:41, per the timestamp. No notable alarms were captured, and the system appeared to have been operating as intended. The patient was implanted with heartmate 3 lvas, serial number mlp-018202, on 17oct2019. Based off the patient¿s hemodynamics and an echocardiogram prior to 17oct2019, a moderate risk for right ventricle failure had been determined by the advance heart failure (ahf) physicians/surgeons and an rvad placement was planned with lvad implant. Following implant, the patient incurred a sternal wound infection with gram-negative bacteria, post-operative bleeding, and signs of hypotension. The patient was placed on antibiotics and remains ongoing on heartmate 3 lvas, serial number (B)(6). No further issues have been reported at this time. No further information was provided by the account. The heartmate 3 lvas IFU lists infection, bleeding, and right heart failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the IFU. The IFU provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. Additionally, this document states ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.